Event description:
It was reported that the device was explanted due to non-specific malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the device was returned due to a malfunction. The device was tested on the bench and no anomaly was found. Based on device settings, a longevity calculation was performed and found to be within expected limits.